Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported guide detachment and difficult to remove could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Surgery (surgical exposure) is listed in the proglide instructions for use as a potential adverse event. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after valve replacement procedure. Reportedly, the proglide device broke at the foot plate area of the guide. The distal sheath was stuck in the artery. A cutdown was performed to retrieve the distal sheath and the arteriotomy was sutured to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.